Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was loaded into the delivery device. The hospital then attempted to unlock the delivery device, but it had already been unlocked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was outside the loading device when it was returned. The seal was hanging from the tip of the delivery tube. It was observed that the blue lock was disengaged and the white plunger fully pressed. The tension spring assembly and seal were pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and the seal intact. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.198 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, both reported failure component misassemble and analyzed failure premature deployment were confirmed. The sfp/DHR was reviewed. There were no ncmrs reported. The device passed the quality inspection and has complied with all specifications and requirements.

Event description:
Summary: the hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was loaded into the delivery device. The hospital then attempted to unlock the delivery device, but it had already been unlocked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.